Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited loss of capture. It was noted that the patient experienced possible trigeminy or pseudofusion. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.